Event description:
Approximately three months and two weeks after the implantation, while the patient was in clinic being taught connections, the battery on power port one was disconnected to connect an ac adapter. The controller lost power and pump stopped, even though the battery on power port two was connected and fully charged. Battery two indicator lights were illuminated on controller. The nurse further noted that during the reported loss of power, no alarms were heard. It was reported that the controller has not being dropped. During this event, it was reported that the patient became light-headed and sat down. The nurse performed a controller exchange. A preliminary review of the controller log files revealed two "controller power-up" events followed by "motor start" events on the date of reported event. Investigation is ongoing.

Manufacturer narrative:
The device has been received and is awaiting further analysis. Additional information will be submitted within thirty (30) days of completion of the investigation. Evaluation in progress.

Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that the patient was being taught how to exchange power sources and experienced a pump stop after he removed a battery in order to connect the ac adapter. The facility performed a controller and battery exchange. The devices were removed from service and the patient was issued replacement devices. There was no reported patient injury as a result of this event. The controller ((B)(4)) and the battery ((B)(4)) were returned to the manufacturer for evaluation. The controller passed external visual inspection and functional test. Review of the log files confirmed the power loss event. Various testing was performed but the "no sound" and the power loss event couldn't be reproduced. The battery passed visual inspection and functional testing. However, based on the results of the previous manufacturer's internal investigation, field actions and changes to the battery internal cell supplier, no additional investigation of this event is required at this time. The most likely cause of the reported event can be attributed to faulty internal cells within the battery pack. Z-1607-2014: field safety notice (fsca apr2014) was issued to provide patients and healthcare providers with information to recognize batteries with less than two hours of run time, as well as reemphasize instruction on actions to take when battery alarms occur and reinforce proper power management. Field safety notice was then expanded (fsca apr2014.1) in order to remove batteries from the field that were released prior to the implementation of enhanced battery screening process to address and prevent battery failures. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Per the instructions for use (IFU): patients are instructed to always keep a back-up controller available at all times, beyond the primary controller that is currently in use. Patients are instructed to contact the treating facility if they receive any of a list of certain alarms. Per the instructions for use (IFU): patients are instructed to always keep a spare set of fully charged batteries available at all times, beyond the two (2) power sources that are currently connected to the controller. The instructions for use and patient manual include a reference guide for alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of devices are also outlined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.